Manufacturer narrative:
The company representative examined the system and confirmed the reported event. The power distribution printed circuit board (pcb) and the host module were replaced. The system was then tested and met all product specifications. A power distribution pcb was received and a visual assessment of the returned pcb did not reveal any defects or abnormalities. The returned pcb was installed onto a calibrated system. The system was turned on and allowed to boot. The system successfully booted. Additional testing was performed and the pcb passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported that the system shut down during a cataract surgery. The event happened during the removal of the cortex, after the incision had been made and the handpiece was in the eye of the pt. The staff were not able to restart the system and the surgery was completed with another system. The procedure was delayed for 1 hour and 15 minutes and there was no harm to the pt.